Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 523 mg/dl. The customer was treated with intravenous fluids of saline. Reportedly, customer left the ER four hours later with the issue resolved and no permanent damage. Reportedly, the touchscreen was dark. Reportedly, the customer reverted to manual injections for insulin therapy.